Event description:
When a physician used the subject device for a laparoscopic myomectomy, the probe broke and fell off into the pt's body. The broken piece of the probe was taken out. The physician replaced the subject device with a similar device. The procedure was completed as scheduled. There was no pt harm reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation for evaluation. The evaluation confirmed that the probe broke down at 15.5 mm from the distal end. There was no scratch or crack found in the fractures surface. The shape of the fracture surface showed that the fracture developed from the side surface of the probe. There was no significant wear of ptfe pad. The mfg history was reviewed, with no irregularities noted. As the result of evaluation, it is highly likely that the physician activated the ultrasonic output while the subject device was twisted and the stress was put on the probe, resulted in break. The instruction manual of sonosurg scissors prohibits the usage as mentioned in the above, and describes how to deal with when an irregularity is found on the probe is broken. Based upon the finding of the evaluation, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.